Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message ¿arterial flow/bubble sensor defective¿ occurred. The failure occurred during treatment (surgery) no harm to any person has been reported. (B)(4).

Manufacturer narrative:
It was reported that the error message ¿arterial flow/bubble sensor defective¿ occurred. The failure occurred during surgery. A getinge field service technician (fst) was sent for investigation and repair on 2022-10-31 and 2022-11-01. The flowboard digiflow-mini was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfile analysis points out that the error message "arterial flow/bubble sensor defective" and "flow sensor defective" was displayed multiple times on the date of event (2022-10-20). Furthermore no pump stop occurred. Another sensor panel with the same failure was already investigated by getinge life cycle engineering (lce) on 2020-01-08. The unreliable plug connections on the digiflow mini-board led to the error. According to the risk analyses v24 ((B)(4)) the most probable root cause is a defective connection between the sensorbridge board and the digiflow board caused by an electro static discharge (esd). Therefore the error message "flow sensor defective" will be displayed. In addition the instruction for use of the cardiohelp device. Chapter 5.3.1 connecting the combined flow/bubble sensor states that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device history record (DHR) of the cardiohelp was reviewed on 2022-11-09. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "error message "arterial flow/bubble sensor defective"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID# (B)(4).